Event description:
Event description guidant received information that this pacemaker patient complained of dizziness. All lead measurements were within normal limits and noise was unable to be induced during evaluation of the pacing system. Review of strips from a holter monitor study indicated there were pauses in pacing output as the patient's intrinsic rate fell below the programmed lower rate limit. As this device was included in the failure mode 1 (fm1) population described in guidant's september 22, 2005 physician letter and december 12, 2005 advisory update, it was quested whether this observation was due to the associated failure mode. The decision was made to explant the pacemaker and the device was returned to guidant for analysis.